Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 402 mg/dl. The customer was treated for the high blood glucose with manual shots. The customer declined troubleshooting but stated that they were still having issues with their insulin pump. The customer will switch to a replacement insulin pump that was sent to them in september. The customer did not return the product back for analysis.